Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. It was also reported that the cannula was out of the infusion site and that the pod was leaking insulin. The patient reported that the patient was vomiting blood and felt nausea. The patient was treated with fluids and given potassium. The patient was released two and a half days later. The pod was was not worn when seeking medical attention.